Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment at the time of the reported event. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system on-site and found that on moving the frontal stand the detector shift moved along with it. Upon troubleshooting, the fse identified that the button on the geo-module was defective. To resolve the reported issue, the fse replaced the geo module. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry module was defective. No harm was reported to philips. Philips has started an investigation of this complaint.